Event description:
While using multifunction cables and electrodes to perform a cardioversion and defibrillation on a female pt (age unk), the staff delivered one successful defib shock at 200j. On the second shock attempt at 200j, the complainant alleges that the device did not deliver a shock, based on pt response and other monitors in the electro-physiology lab. The third shock at 360j was successfully delivered. The staff continued to use the device. There was no adverse effect on the pt.